Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. Towards the end of a routine dialysis treatment, the operator increased the fluid pump rate and the cycler displayed balance chamber pressure alarms. The operator was not able to recover from the alarms and contacted the pt's facility for assistance. The blood in the cartridge facility remained stationary for 5 mins. The facility determined that the cartridge circuit could not be rinsed back due to elapsed time and concern of clotting, which resulted in a 210cc blood loss. No medical intervention was required.

Manufacturer narrative:
The reported blood loss has been attributed to rinseback not performed in a timely manner following an unrecoverable alarm. Cycler treatment log file analysis indicated that a fluid air alarm occurred which indicates that a fluid air alarm occurred which cascaded to the reported pressure alarms. The user's guide provides adequate instructions for troubleshooting alarms. The user's guide states that rinseback should be promptly performed in the event of an unrecoverable alarm and that the risk of clotting increases when blood flow stops. Nxstage reviewed the blood loss with the pt's facility. The exact cause of the reported event is still under investigation. A follow-up report will be submitted if the investigation yields additional relevant information.